Manufacturer narrative:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number 0002648920 - 2020 - 00482.

Event description:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number 0002648920 - 2020 - 00482

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. Concomitant medical devices: item number: 00598800300, wedged tibial plate, lot: 63506369; item number: 00545001730, femoral cone, lot: 63392061; item number: 00544705336, tibial cone, lot: 62380724; item number: 00598801014, stem implant, lot: 63260023; item number: 00549003410, distal femoral augment, lot: 63141884; item number: 00549003410, distal femoral augment, lot: 63322074; item number: unknown, unknown bearing, lot: unknown. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2020 - 03653, 0001822565 - 2020 - 03663, 0001822565 - 2020 - 03652. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient is experiencing pain, swelling, difficulty ambulating and a possible allergic reaction to nickel and chromium approximately 4 years post-implantation. No medical intervention has been reported to date. Attempts have been made and no additional information is available at this time.